Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a laparoscopic parastomal hernia repair procedure on (B)(6) 2015 and mesh was implanted. Almost half a year after the procedure the patient noticed recrudescence as there was slight swelling at the surgical site. In (B)(6) 2016, the patient's condition got worse and she received unspecified treatment. On (B)(6) 2016, the patient experienced redness, severe inflammation at the skin above the artificial stoma and a pustule with seeping blood and pus. Additionally, the swelling increased and the patient has a lump around the wound. Additional information has been requested.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was received: the patient demographic info: age, gender, weight, bmi at the time of index procedure female, (B)(6) years old and (B)(6). Date and name of initial surgical procedure? (B)(6) 2015. Repair of hernia nearby stoma. The diagnosis and indication for the initial surgical procedure? Na. Was the hernia repair associated with this event performed on primary or recurrent hernia? Primary. What was the defect size/type/location of the hernia associated with this event? Na, repair of hernia nearby stoma. Was the procedure associated with this event open or laparoscopic? Laparoscopic. What were current symptoms following the index surgical procedure? Onset date? Onset date is (B)(6) 2016, and got worse in (B)(6) 2016. Other relevant patient history/concomitant medications: radical resection of rectal carcinoma (with abdominal wall stoma). Will the product be returned? No. What is physician¿s opinion as to the etiology of or contributing factors to this event? In the revision surgery, the surgeon found the mesh toward the peritoneal surface has a very serious adhesion with intestinal. And mesh has shrunk, there is no mesh cover the original stoma defect and no obvious strap fixing trace around the defect. What type of intervention did the patient receive? Please explain with dates and results. Choose revision surgery, admission on (B)(6) 2016, and operation on (B)(6) 2016. What is the patient¿s current status? Discharged on (B)(6) 2016.